Event description:
Pt underwent a laparoscopic appendectomy in which an endoscopic linear cutter was used. It was noted, post procedure, a large amount of red drainage from the surgical site. The pt was returned to surgery and was found to be bleeding a slow persistent stream from the staple line. A clamp and a endoloop was used to stop the bleeding. Pt was then returned to the recovery room.